Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an atrioventricular node ablation, the leadless implantable pulse generator (ipg) had a rise in thresholds and impedance. Programming changes were made, and the patient was monitored overnight. The following day both measurements had decreased but did not come down to initial implant measurements. The ipg remains in use. No patient complications have been reported as a result of this event.